Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump wasn't vibrating when it should. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings: the pump powered on with the returned battery cap with functional auditory features. The pump¿s vibratory features were not functional upon start up. The audio bolus was set to vibrate, and the pump did not vibrate when the audio bolus button was pressed. There was no indication of sticking or delayed response with the keypad buttons or the bolus button. The pump case was removed, and there was no evidence of moisture or loose components. Investigation indicated an internal vibrate motor failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.